Manufacturer narrative:
A2-3: added patient age, d.o.b. And gender. B5: updated description event to reflect operative note findings. H6: added clinical codes: 1932, 4849 and 4561. Corrected component code to 4755.

Event description:
It was reported via legal documentation 8 years and 6 months after a right total knee arthroplasty a patient developed worsening right knee pain and swelling and was surgically revised. Operative notes indicate negative for acute inflammation and evidence of chronic inflammation intraoperative findings include polyethylene wear with osteolysis and loose femoral, tibial and patellar button, as well as femoral condyle bone loss. There were no complications with revision and patient was transferred to pacu in stable condition there is no other information available. No images were provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h4, h6. MDR section codes updated/corrected: b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, tibial loosening, and patellar loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2012 and then approximately 8 years and 6 months later on (B)(6) 2020 all devices were surgically revised for polyethylene wear with osteolysis and loose femoral/tibial/patellar button. There is no other information available. No images were provided.

Manufacturer narrative:
D10: concomitants: 200-25-11 - cr tibial insert sz 5, 11mm (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 230-03-05 - optetrak asy,cr cemented femoral, sz 5, (B)(6) the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.